Event description:
Customer's friend reported hospitalization due to high blood glucose. The blood glucose reading is 382 mg/dl. Customer treated with manual injections. The paramedics were called. Caller stated that the customer had a lot of fluid built up in her. Customer was nauseated. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.